Event description:
It was reported that they were ¿replacing the electrode¿ and after reconnecting the neurostimulator they tested the impedance inter- operatively. The impedance was less than 50 ohms between electrodes 2 and 3. The system was disconnected and cleaning did not resolve the problem. The neurostimulator was exchanged and the issue resolved. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown; product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed that, per x-ray, that the #2 balseal coil was damaged and caused a short circuit (<(><<)>50 ohms) between the #2 and #3 electrode pairs. It was also noted that good stable output was observed and that the device passed final functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. Additional review determined method codes (B)(4) no longer apply. Additional review determined result code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.